Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I don't think this device is working. I had a stroke 4-5 months ago so I am not good at speaking. Trying to run and bike and I usually have high spikes for heart rate and I couldn't tell if it was working". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.